Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. No unexpected excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that he has been having trouble with his pump. The customer stated that the numbers have been high and he has been getting a lot of no deliveries. The customer stated that his blood glucose readings were averaging about 115 mg/dl and now the average is 205 mg/dl. The customer stated that he had some blood glucose readings over 400 mg/dl. The customer stated that he noticed the issues about 5 months ago. The customer was unable to troubleshoot during the time of call. The customer will be sent a replacement pump.